Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of two reports, regarding two devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: infections, both deep and superficial are possible. As well as allergic reaction, tissue irritation/inflammation and other reactions to device material. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of their customer that an unknown conmed anchor was used during an arthroscopic rotator cuff repair and it was observed post-operatively that ¿bone cysts have been observed around the inserted y-knot rc. This tendency appears to occur more frequently in male patients and can be identified through postoperative MRI or x-ray imaging.¿ no medical/surgical intervention or prolonged hospitalization was required. There was no allegation of a device failure; however, conmed japan has reported this event and a medwatch report will be filed in conjunction with all ous adverse events. This report is being raised due to the reported injury related to a device being used during a procedure without any report of a malfunction, where the patient experienced a bone cyst.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of their customer that an unknown conmed anchor was used during an arthroscopic rotator cuff repair and it was observed post-operatively that ¿bone cysts have been observed around the inserted y-knot rc. This tendency appears to occur more frequently in male patients and can be identified through postoperative MRI or x-ray imaging.¿ no medical/surgical intervention or prolonged hospitalization was required. There was no allegation of a device failure; however, conmed japan has reported this event and a medwatch report will be filed in conjunction with all ous adverse events. This report is being raised due to the reported injury related to a device being used during a procedure without any report of a malfunction, where the patient experienced a bone cyst.